Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event of peritonitis and began treatment with injection meropenem (500 mg, once day, intravenously (IV)), injection vancomycin (1 gm, every fifth day, IV) and injection amikacin (500mg, once a day, intraperitoneally). At the time of report, the patient was still in the hospital and antibiotics treatment was ongoing. The patient had not yet recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.